Event description:
It was reported that the device "started to pop out" of the device pocket when the patient would get up. The patient was able to "flatten it" when this occurred." Two days later, the device popped out again and 'twisted" and it took the patient 10 minutes to manipulate it back into the pocket. It was sticking up about 1 inch and the patient experienced pain and could not sit. The event resolved when the patient had the device pocket surgically revised due to subcutaneous suture rupture likely due to sacral tissue shear from an exertion activity.

Manufacturer narrative:
(B) (4).